Manufacturer narrative:
Device not returned. It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, information regarding the explant of this aortic pericardial valve device was received through our implant patient registry process and subsequent attempts to get additional information or return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the surgeon's office, it was learned this device was explanted due to patient prosthesis mismatch. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient had gained a significant amount of weight post-implant. The patient also presented with copd which limited his mobility and contributed to this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 19mm aortic pericardial valve, implanted approximately eight (8) years and three (3) months, was explanted and replaced with a 23mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted and replaced due to patient prosthesis mismatch. The patient had gained a significant amount of weight after implant and was (B)(6) lbs at time of the procedure. No patient records are available due to hospital policy.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information, through its implant patient registry, that a 3000tfx 19mm bioprosthetic aortic valve, implanted approximately eight (8) years and three (3) months, was explanted and replaced with a 3300tfx 23mm. No additional information has been received.